Event description:
Implantable cardiac defibrillator has to be explanted due to infection- mrsa. Patient had pneumonia the week before implantation and had been on antibiotics. The ICD was removed and the wound was treated with a vancomycin slurry and a new ICD was implanted.